Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The touchscreen was replaced. The iabp was returned to the customer and cleared for clinical use. The touchscreen assy was returned to maquet national repair center (nrc) for investigation. The investigation was performed by the technician and inspection of the touchscreen assy (0160-00-0123) was completed per the cardiosave service manual with visual damage observed to the serial number label. It appears to have been tampered with and not readable. The national repair center installed the display into the cardiosave test fixture and tested the display to factory specifications per the cardiosave service manual. The national repair center observed 1 illuminated green pixel on the right side of the display. The national repair center did not observe a white bright spot as communicated by the customer. One illuminated green pixel was observed by the national repair center. Although 1 illuminated green pixel was observed by the national repair center, per company specifications for the touchscreen display, less than or equal to 2 illuminated pixels are acceptable. The touchscreen passed testing. Retaining the touchscreen in the national repair center per procedure. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during installation, the cardiosave intra-aortic balloon pump (iabp) display had a bright spot on the screen. The spot did not affect the customer's use. There was no patient involvement.